Event description:
The oxygenator (disposable) running on the extracorporeal membrane oxygenation (ECMO) pump developed a slow blood leak. Blood was dripping out of the gas exit port. ECMO oxygenator was showing signs of blood leakage from exhaust port at the bottom of the oxygenator. Replaced circuit with oxygenator. Patient was off ECMO for less than 15 seconds, no complications. Patient on replacement ECMO circuit with same settings. This piece of equipment has been set aside and the manufacturer has been contacted.